Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The lv2/proximal conductor was fractured in-vivo in the anchoring sleeve area. The proximal conductor was fractured at 17.5 centimeters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The lead was returned to the manufacturer after being explanted due to an unrelated infection. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.